Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 300 mg/dl with polydypsia and polyuria associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was unable to prime the pump without an occlusion alarm occurring. The user was advised to use a new cartridge and tubing and the problem continued. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an occlusion issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: there were multiple occlusion alarms observed in the black box history associated with high force. The daily insulin delivery totals in the pump correctly reflected the programmed basal rates. The pump successfully completed a rewind, load and prime sequence with no alarms emitted. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump successfully passed the delivery accuracy test and was found to be delivering within required specifications. The battery cap was not returned with the device, so a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.